Event description:
Caller reported a cgm error indicating a problem with the sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, and the caller indicated they would reset the pump and reach out again if the issue persisted.